Event description:
It was reported that "the cuff becomes herniated after one(1) to two(2) days of usage". There was no reported pt injury an/or change in therapy. The involved device has not been returned to the mfg facility for investigation as of the date on this report.